Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient stated they felt weak when the cgm was reading 9.0 mmol/l. An ambulance was called and when the paramedics arrived they took a blood glucose reading which was 0.8 mg/dl. The patient was treated by the paramedics with IV glucose. The patient recovered and was not taken to the hospital. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.